Event description:
Customer reported via phone, the arrow buttons on the insulin pump had intermittent or frequently no response. The time on the clock had changed. Customer presses the buttons slowly. The device was not dropped or exposed to moisture. Child block feature is off. No alarms or bolus in progress. The battery was removed for five minutes and issue persisted. Customer's blood glucose was unknown. Customer was advised the device needed to be returned. The device is being returned for further analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device had minor scratches on the lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.